Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after a percutaneous coronary intervention procedure. Reportedly, resistance was felt when attempting to remove the device after closing the lever; however, the device could be removed finally. Manual compression was applied to complete hemostasis. The physician commented that the foot seemed to have incompletely been returned to its original position although the lever was closed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was confirmed. Difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. In addition, the analysis of the returned device found a posterior foot break, the foot was not returned with the device. The location of the foot is unknown. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via 6fr sheath after a percutaneous coronary intervention procedure. The analysis of the returned device found a posterior foot break and was not returned with the device. The location of the foot is unknown. No additional information provided.